Event description:
It was reported that the patient presented in-clinic for a scheduled procedure. During the procedure it was observed that the right atrial lead exhibited failure to advance stylet. As a resolution the right-atrial (ra) lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2024. Patient condition was stable.